Event description:
It was reported that during testing conducted at the manufacturer facility, the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.